Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 580 mg/dl. The customer experienced vomiting and diarrhea prior to being admitted. The mother was not interested in troubleshooting as the doctor advised her that the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs.